Manufacturer narrative:
Additional information was received that the scs was explanted as the patient was having another surgery. No further information could be obtained. Additional suspect medical device component involved in the event: model#: sc-2352-50 serial #: (B)(4) description: linear 3-4 lead, 50cm the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain every time he turned the stimulator on. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2352-50 serial #: (B)(4) description: linear 3-4 lead, 50cm.

Event description:
A report was received that the patient was experiencing pain every time he turned the stimulator on. The patient will undergo an explant procedure.